Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing tpn, the infusion set cracked. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the infusion set cracked was confirmed. Visual inspection showed a cut on the tubing above the filter component. The cut was slightly curved and parallel along the tubing, measuring approximately 0.32 inches in length. Further inspection also showed an indentation on the tubing, approximately 1/2 inch below and to the right of the cut, in which a piece of the tubing was missing; however there was no observed penetration towards the tubing interior. Functional and pressure testing resulted in a leak from the cut. The root cause of the observed damage was not identified.